Event description:
Event description guidant received information that pre implant, this implantable cardioverter defibrillator (ICD) presented an end of life indicator (eol) at initial interrogation, preimplant.